Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the monopolar energy was not working. Intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs and verified that there were no readings for the monopolar energy. The isi tse confirmed the bipolar energy settings; the bipolar energy was working fine. Prior to contacting isi, the customer had used two monopolar energy cords, power cycled the erbe generator, and tried both ports, and still had no monopolar power. The isi tse had the customer change the monopolar energy cord out again, and install a new instrument, which did not resolve the issue. The isi tse had the customer power cycle the erbe generator and the system; however, the monopolar energy still did not work. The isi tse suggested the customer use a fourth cable, but the caller declined. The customer elected to convert to another vision side cart (vsc) for the procedure. The logs showed no errors. There were no reports of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the monopolar energy was not working, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse tested the three monopolar energy cables used during the procedure. All three cables failed and were not recognized by the erbe. The erbe was found to be working properly using the fse's tools. The issue was confirmed to be due to the monopolar energy cables. The isi fse performed the testing in a presence of the nurse who attended the cases during which the issues were noted. The isi fse advised the customer to purchase new cables and spoke with the central processing manager about how to track the cables moving forward. The system was tested and verified as ready for use. The complaint regarding the monopolar energy not working was confirmed based on the field evaluation, which indicates that the device did contribute to the customer-reported issue. The affected parts involved with this complaint are field scrap items and will not be returned to isi for further investigation. The probable root cause is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: the customer converted to another vision side cart (vsc) after the start of the procedure due to the monopolar energy not working. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.